Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column) and damage hemostatic valve were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. The reported damaged hemostatic valve appears to be due to the user perception. The reported unexpected medical intervention was a result of case-specific circumstance as suction was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), air was detected. Troubleshooting was performed, and the air was no longer detected. However, while inserting the dilator into the sgc, a large amount of air was detected near the hemostatic valve. Negative pressure was applied, and suction was performed, but the air volume increased. Troubleshooting was performed per instructions for use (IFU), and air was no longer detected. However, while passing the dilator through, air increased again. Negative pressure was applied, and suction was performed, but the air did not decrease. It was noted that the hemostatic valve was possibly damaged. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.